Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a trauma to the head. Re-implantation is considered after the analysis of the imaging.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device was affected. The user experienced a trauma to the head. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device was affected. The user experienced a trauma to the head. The user has been re-implanted but the explant has not been received at hq for investigation yet.

Event description:
Hearing performance with the device is affected. The user experienced a trauma to the head. Re-implantation is considered but no date has be scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.